Event description:
It was reported that during a lung transplant procedure, on the first firing, the device did not staple correctly. It was noted that there was an air leakage. They observed that the staples were not completely closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The event occurred in the donor and he has been discharged. The event had no consequences on the receptor.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.